Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1800068 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips used with appliers that locked onto the vessel during a procedure. The jaws of the applier would not open after deploying the clip. The patient's condition is unknown at this time.